Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Us-probe leaky. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the objective prism fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the objective prism. In addition, we confirmed that the operation channel buckled, the ccd/us probe unit leakage, the jet socket cut, and the eog valve loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.